Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. It is likely that the plunger was not fully deployed flush with the handle body to fully eject the posterior needle tip from the posterior needle shank contributing to the reported and observed needle to cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a small hole sheath. Reportedly, when the plunger was pulled back in step 3, no suture was found. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.